Event description:
Additional review indicated this event was related to the device reported in MFR. Report 3004209178-2013-23240 and not to this device.

Event description:
It was reported that the battery was being replaced. During the procedure out of range impedances were found. On the third attempt to reinsert the lead, the third electrode became lodged in the ins. It was stated that a lead removal would have to be performed. Additional information received reported that during insertion of the lead, the electrode broke off. It was thought that the lead was faulty prior to the electrode breaking during insertion due to high impedance readings and the length of time it had been implanted in the patient, which was reported as nine years. The patient was reported as doing fine and getting symptom relief after the lead and ins were replaced. It was reported that a small piece of the lead was left in the patient.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3093-28, lot # j0401885v, implanted: (B)(6) 2004, product type lead. (B)(4).